Event description:
The customer observed a falsely elevated total bilirubin result generated on the architect c16000 processing module for one patient. The following data was provided (reference range provided is 4 to 20 umol/l): (B)(6) 2022 sid (B)(6) initial result = 41.5 umol/l, repeat with another sample collected the same day = 10.8 umol/l. The patient went to another hospital which uses beckman platform and generated results within the normal range. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 59691uq05 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the total bilirubin assay for lot 59691uq05 was identified.

Event description:
The customer observed a falsely elevated total bilirubin result generated on the architect c16000 processing module for one patient. The following data was provided (reference range provided is 4 to 20 umol/l): (B)(6) 2022 sid (B)(6) initial result = 41.5, repeat with another sample collected the same day = 10.8 the patient went to another hospital which uses beckman platform and generated results within the normal range. No impact to patient management was reported.